Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed quality notification # 200030579 was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed.

Event description:
(B)(4).

Event description:
Dropped/damaged case/bent drive tube. Case front & case rear - cracked. Iui- damaged pin. Iui- isolation rib damage. Carriage assembly- split nut damaged/worn. Flange gripper- cracked. Carriage assembly- tube drive bent. There was no patient involvement. (B)(6) 2018 08:57:52 (B)(6). (B)(4). Approved by (B)(6). Shipping & billing addresses confirmed. (B)(6) 2018 05:34:59 (B)(6). (B)(4).